Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/30/2016 with the following findings: multiple ¿loss of prime¿ warnings (eaw (B)(4)) were observed in the black box with low non-zero force. The pump was exercised for 24 hours and ¿no loss of prime¿ was not duplicated. A force calibration passed indicating that the sensor was detecting correct applied load. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.